Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fibrocystic changes, recall concern.

Event description:
Patient reported left side textured implant exchange, microcalcifications, "fibrocystic changes (benign and non-neoplastic lesion)", recall concern. The device was explanted and capsules sent for pathology.